Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be that the patient did not clean the area prior to beginning peritoneal dialysis, but there was no reported break in aseptic technique and the cause is deemed unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no:(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: sixteen days after the initial receipt of this report, dianeal therapies were discontinued and the patient was discharged from the hospital. The patient was not recovered from the peritonitis event (previously the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.